Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that malfunction caused delay when user was trying to issue medication to patient and user managed to get medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service engineer assisted the customer remotely to resolve the drawer issue and checked using pyxis application. The system functioned as intended after the issue was resolved.